Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve and diaphragm was replaced to resolve the reported issue. Left voice message for customer contact (B)(6) 2019 requesting patient information. No response to date.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.